Event description:
According to the reporter: the instrument closed on the lobar bronchi and fired. The surgeon found the tissue was not cut, and the staples were not properly formed. This dlu was then removed from the instrument, and another dlu was successfully loaded and fired with the same endo gia instrument. The surgeon transected a slightly distal to the original planned position in the bronchus. But this was not a concern of the surgeon.